Manufacturer narrative:
Patient information not available at time of this report. The investigation is currently in progress.

Event description:
A site representative called in during a landmarx ent case and reported that the system was showing an inaccuracy of 1 mm off the tip of the nose. They had done a tracer registration that completed without issue. Medtronic technical services representative advised that this margin of error was within the specifications. The surgeon opted to complete the surgery without the use of the guidance system. There was no impact on the patient outcome.